Event description:
The PICC catheter that the patient had in place in right median vein broke at the external hub end and entered venous system. Pt was transported to emergency room for evaluation and removal of the catheter. The catheter was found to be in the pt's right and left pulmonary arteries by radiologic confirmation as told to rn manager by rn at ER.